Manufacturer narrative:
Imdrf codes and the b5 executive summary updated to reflect the findings of the investigation.

Event description:
In addition to the surgery, time off work was required for recovery.

Event description:
It was reported that a staff members was moving quickly past a procuity bed which was in it's lowest height position. The staff member was in a hurry and tripped over the siderail of the bed as a result. A wrist injury was sustained which had to be treated surgically. No product failure was alleged.